Event description:
Staff heard pt calling for help, went into room and found pt stuck between mattress and bedrail. Pt assisted back into bed with the help of 5 staff members.

Event description:
Staff heard pt calling for help, went into room and found pt stuck between mattress and bedrail. Pt assisted back into bed with the help of 5 staff members.